Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 cgm was not reading on the ilet, which the user perceived as a pump issue, while the dexcom app continued to display a continuous chart; the ilet home screen showed three lines and no cgm alerts, and readings resumed on the ilet during the call after education that the dexcom app can backfill gaps. Symptoms included no reported adverse clinical effects. Outcomes included no impact to activities of daily living and no medical intervention or hospitalization. Investigation included customer interview and on-call troubleshooting and education. Investigation of this case revealed an intermittent communication or pairing failure between the cgm and the ilet without device alarms, with subsequent spontaneous restoration of readings, consistent with a temporary connectivity issue rather than sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user¿device communication interruption.